Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4) is used to capture the no patient involvement. A device history record (DHR) review was performed for part no.: 399.780, lot no.: 9202/1: manufacturing location: (B)(4). DHR not available as device is older than 25 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the tip of stopper part broke on (B)(6) 2018. No patient involvement reported. This is report 1 of 1 for complaint (B)(4).